Event description:
It was reported via legal notification, that patient, underwent a right total knee replacement in approximately 2007 and was implanted with an optetrak device. In spring 2017, plaintiff underwent a revision surgery, approximately 10 years post initial procedure, on his right knee for issues including but not limited to polyethylene wear, bone loss, osteolysis, instability, and/or component loosening. No device return anticipated due to this being a legal case. No further information.

Manufacturer narrative:
Prosthesis, knee, patellofemorotibial, semi-constrained, cemented, polymer/metal/polymer additional information, including the product investigation, will be submitted within 30 days of receipt.

Manufacturer narrative:
H6: corrected health effect - clinical codes, medical device problem codes, component code, and type of investigation. Manufacturer narrative updated: the reason for the revision reported in (B)(4) cannot be confirmed from the information provided but may be the result of loosening, and prosthesis wear or due to inclusion of the polyethylene in the packaging recall. However, the reported loosening, and prosthesis wear could not be confirmed and potential contributions of manufacturing, user, or patient-related considerations to the event could not be assessed as the devices were not available for evaluation and no images, radiographs, or relevant clinical information was provided.

Manufacturer narrative:
H3: the optetrak device with serial number (B)(6) is confirmed to have been packaged in a vacuum bag that does not contain evoh. The cause of the patient's condition and revision surgery as related to the devices cannot be conclusively determined, insufficient information. These devices are used for treatment not diagnosis.